Event description:
It was reported that during a video laparoscopic cholecystectomy, the clips fell out of the device and the clips applied were not properly formed. The case was carried out and finished by using another device. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.